Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bipolar forceps (ID 802939) caused a burn injury to a patient during tonsillectomy. The device was used with bipolar device from different manufacture. After the surgery, the surgeon noticed that there was a round shaped scar on lower right side of the patient's mouth. No treatment was given for that scar.based on the scar's shape, they assume that the steel accessory that transferred heat from the device may have caused it. They tested by creating the similar environment in the operating room with the same steel accessories. They found out that heat could be conducted through the bipolar handle to a gag.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The bipolar forceps (ID 802939) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential cause of the event may be related to the steel accessories used, which conducted heat from the forceps, as reported. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.